Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the right and left lumbar vessels using ruby coils, a lantern delivery microcatheter (lantern), and a guide wire. During the procedure, while advancing a ruby coil through the microcatheter, the coil would not advance out of the lantern and into the target vessel. The physician made several attempts to advance and retract the ruby coil through the lantern, but it was noted that only a small portion of the ruby coil would advance out the distal end of the lantern. Subsequently, the physician was retracting the ruby coil slowly back into the lantern when the coil unintentionally detached within the microcatheter. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out of the microcatheter. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.